Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On august 11, 2016 the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio iq meter was reading inaccurately high compared to another meter (ot ultra easy). The complaint was classified based on lifescan customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy issue began between (B)(6) 2016. The patient reported obtaining blood glucose results of ¿180 mg/dl¿ with the subject meter and ¿100 mg/dl¿ on the other meter. The tests were performed within 30 minutes from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. It is unknown how the patient manages her diabetes and it is unknown if the patient made any changes to her usual diabetes management regimen in response to the alleged issue. The patient reported that after the alleged issue occurred, she developed symptom of ¿shaking¿, and a couple of minutes later she consumed candies and juice in response to the symptom. After 15 minutes she retested with her ot ultra easy meter and obtained the result of ¿100 mg/dl¿ by which time she claimed she was feeling better. During troubleshooting, the csr confirmed that the test strip vial was intact, that the test strips had been stored properly, were not open past their discard date and had not expired. The meter unit of measure was confirmed as accurate and the sample site used for testing confirmed as correct. The csr noted that the patient did not have control solution available to walk through a retest. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.